Event description:
During preparation for a coronary artery bypass graft procedure, "destroying of seal during loading. Seal partly unrolled." The available information suggests that the seal unraveled and or cracked during loading. The report did not provide any additional information. No patient involvement was reported.